Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the biopsy forceps was damaged due to the fracture of the head locking pin of the biopsy forceps head during an unspecified surgical procedure. The pin of the forceps head fell into the patient's uterine cavity. The fallen part was retrieved. There were no reports of patient harm. This is report 1 of 5.